Event description:
It was reported by svc report that the scale was inaccurate due to the load cells failing. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Load cell.